Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
During cardiopulmonary bypass, the centrifugal pump flow sensor displayed either erratic flow values or a "backflow" message when there was no backflow condition. The procedure was concluded without incident. There was no adverse consequence to the pt as a result of this event.